Manufacturer narrative:
This is a follow-up to the initial medwatch report. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.the device was not received for analysis; therefore no physical or visual analysis of the product could be performed. The report does not indicate that the safari2 wire was the cause of the event; however, since the safari2 wire was being used during the case when the incident occurred this medwatch report is being filed. Additional information for this case has been requested. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed. Additional information received after the initial medwatch was filed: the end user confirmed that there was no allegation against the performance of ther safari2 guidewire.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. The report does not indicate that the safari 2 wire was the cause of the event; however, since the safari 2 wire was being used during the case when the incident occurred this medwatch report is being filed. Additional information for this case has been requested. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement (tavr) as reported by the distributor: "event description: the patient with aortic stenosis was going to be treated with an acurate neo "l" valve according to the measurements of the tomography, surgical access is made by right femoral, introduces without complication introducer lotus s (lis) and safari 2 small guide , the valve is prepared and loaded without any inconvenience, predilation is carried out with balloon 23 mm, the balloon is lowered during the first predilatation, it is rearranged in a better position, the patient makes a cardiac arrest, cardiac massage is done for 45 more minutes medication but the patient dies at the hemodynamic table. The valve was never implanted in the patient."